Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak was confirmed however the reported sac growth was not confirmed due to lack of comparative imaging. This is moderately consistent with the reported adverse event/incident. The most likely causation for this event is anatomy related due to the increase in the infrarenal angulation (aortic remodeling). The final patient status was reported to be doing well post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure during a routine follow up, a type 3a endoleak with separation between the bifurcated stent graft and proximal extension, and sac expansion of approximately 1cm was identified. A successful reintervention was completed. The physician elected to implant a suprarenal stent graft extension and an infrarenal stent graft extension to resolved his event. The patient reportedly is doing well post procedure.